Event description:
It was reported via a user facility medwatch report mw5058581 that the hospital has a cub crib with a "broken protector shield around the level to raise and or lower the siderail. This resulted in sharp edges being exposed to the operator of the crib." No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Updated the product model number and added the serial number. The user facility repaired the device.

Event description:
It was reported via a user facility medwatch report mw5058581 that the hospital has a cub crib with a "broken protector shield around the level to raise and or lower the siderail. This resulted in sharp edges being exposed to the operator of the crib." No patient involvement or adverse consequences were reported.